Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s user guide: alerts display automatically to notify you about safety conditions that you need to know (for example, an alert that your insulin level is low). Alarms display automatically to let you know of an actual or potential stopping of insulin delivery (for example, an alarm that the insulin cartridge is empty). Pay special attention to alarms. Per tandem¿s user guide: change your infusion set every 48¿72 hours as recommended by your healthcare provider. Wash your hands with anti-bacterial soap before handling the infusion set and thoroughly clean the insertion site on your body to avoid infection. Contact your healthcare provider if you have symptoms of infection at your insulin infusion site. Per tandem¿s user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider. Wash your hands with anti-bacterial soap before handling the infusion set and thoroughly clean the insertion site on your body to avoid infection. Contact your healthcare provider if you have symptoms of infection at your insulin infusion site.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 1200 mg/dl and diabetic ketoacidosis. Reportedly, the customer manually suspended insulin for an extended period of time. Additionally, the cartridge and infusion set had been in use for more than 48 hours with humalog insulin. Customer administered boluses via the pump to address the issue and went to the emergency room. Customer was subsequently admitted to the hospital and treated with intravenous fluids of saline and insulin. Customer was discharged 3 days later with the issue resolved and no permanent damage. Tandem technical support (tts) reviewed the pump logs and confirmed that pump was functioning as intended and that the pump alerted appropriately to notify the customer that the pump was suspended prior to the event. Tts educated the customer on insulin labeling. The customer continued to use the pump for insulin therapy.